Event description:
The patient was admitted to the hospital due to pain at the pocket site. The patient is a small man and the physician chose to replace this device with a smaller device placed "sub-muscular" on (B)(6) 2013. There are no known complaints associated with the functionality of this device. Should additional information become available, this file will be updated. Additional information was received that this patient's device had migrated, which had caused the reported pain. After the change out, patient was discharged home the same day in stable condition.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bol. The device was implanted for 4 months and 4 charging cycles were recorded to the device memory. The inspection of the ICD memory revealed no anomalies. There were no indications of a device malfunction. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.